Manufacturer narrative:
Additional information : it was reported during follow up that the peritonitis was caused by an exit site infection. Therefore, the baxter disposable is no longer a suspect in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was unknown if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.